Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experience high blood glucose due to insulin flow block alarm. Customer¿s blood glucose level was 409 mg/dl. The insulin pump alarmed with no reservoir detected. Customer mentioned that the insulin was exited during fill tubing. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.